Event description:
Event description guidant received information that during pre-implant testing, this pacemaker was returned for analysis as it could not be interrogated despite attempts with two different programmers. The device was removed from the procedure and replaced with a new guidant device.